Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012358649); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the evfxplus-26, a pre-implant balloon valvuloplasty was performed due to a bicuspid aortic valve. A load check of the valve was performed under fluoroscopy with no misload noted initially. The first deployment attempt was shallow at a depth of 0 mm and the valve was recaptured. The second deployment attempt was deep at a depth of approximately 5 mm. The valve was recaptured a second time. Following the third attempt at deployment, the valve appeared under-expanded. An echocardiogram confirmed a valve infold, leading to the final recapture and removal of the valve. A new valve and delivery catheter system were prepared and successfully implanted. The procedure experienced a delay of approximately 20-minutes. No patient complications have been reported as a result of this event.